Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged throat and lungs issue, short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged throat and lungs issue. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath, suggesting that it originated from an external source and also, they observed evidence of water ingress in the blower box, suggesting the use of non-distilled water in the humidifier water chamber. Evidence of sound abatement foam degradation/breakdown was observed in the base unit using the foam integrity test tool. Initiated therapy which generated airflow. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer is unable to address the symptoms described and also, they manufacturer can confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.